Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found, the returned device found a set screw with a rounded socket. (B)(4) .

Event description:
It was reported that during the implant procedure there was an issue with the connector on the implantable pulse generator (ipg). The ventricular lead was removed and then it was reconnected. The lead was confirmed to be deeply inserted into the ipg. Torque wrench was rotated, and the lead was pulled for confirmation of fixation. But the lead was unexpectedly extracted. It was repeated the same test, and it resulted in the same. When the lead was removed from the pacemaker for the first time, it didn't seem that the torque wrench was rotated too much. Another ipg was implanted. No patient complications have been reported as a result of this event.